Manufacturer narrative:
After the evaluation was noticed that the lot number informed does notcorrespond to the item received. Therefore, the lot number was notconsidered. Considering the surgical methodology, it was seen that thedentist has used less drills than recommended to perform the implantinstallation. The investigation of the complaint was carried outconsidering the analysis of the information given by the dentist in theguarantee form and visual conference of the product returned by thedentist.

Event description:
(B)(4) ¿ the dentist reported that 23 days after the dental implant was installed in intraoral region 20#, its non-osseointegration was observed. Moreover, the patient presented bone type I.